Event description:
It was reported that the customer's blood glucose (bg) level was 42 mg/dl. A log review was performed and the customer has delivered a bolus via the pump and then delivered a manual insulin injection resulting in the customer¿s bg decreasing. Customer treated the decreased bg by consuming crackers and juice. Recommendation was made to consult with a healthcare provider regarding diabetes management. Ultimately, the customer reverted to an alternate method of insulin therapy.